Manufacturer narrative:
(B)(4). Per the patient at-home guide, the patient is instructed to ensure that the patient line is properly primed prior to connecting. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in tubing) during initial drain. The technical service representative (tsr) determined the home patient (hp) did not make sure the patient line was primed to the top. The tsr advised the hp to dispose of current supplies attached and start over with all new supplies. The patient was connected either at the time of the alarm or observed air. There was no serious injury or medical intervention reported.